Event description:
It was reported that the patient fell back while in their wheelchair and the spinal cord stimulation (scs) lead moved as confirmed via imaging. A few days after the fall, the stimulation wasn't sufficient. The patient underwent a procedure where the lead was re-positioned back into its original position. Ppst operatively, the patient was recovering as expected.